Event description:
Pt became completely immobile [immobile]. Joint range of motion decreased [joint range of motion decreased]. Pain [pain]. Swelling [swelling]. Blood clots [thrombosis]. Aspiration of knee [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011, from a physician via a company rep regarding a female pt, initials (B)(6). The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc in the left knee. The exact dates of synvisc and the number of synvisc injections were not provided. On an unspecified date after receiving synvisc, the pt was completely immobile and lost complete range of motion. The pt also experienced pain and swelling. The pt was seen by a different physician than the one who administered synvisc and was told that she had blood clots. The event then completely resolved and the pt was discharged. The dates of hospitalization and info regarding any treatment given to the pt was not provided. The action taken with the drug was not provided. The pt's outcome was provided as "recovered". The pt has completely recovered from the condition at the time of this report. The intensity and causality of the events was not provided. On (B)(6) 2011, add'l info was received from the company representative. The rep confirmed that the event "no rom" was associated with no range of motion in the pt. This reporter spoke with the hcp as well as the nurse. The pt was seen by the hcp and her knee was aspirated. The aspirate was not sent for a culture test. The pt was also seen by the (B)(6). The nurse stated that she was not sure if the pt had been admitted to the hospital, but had been discharged at the time of this report.

Manufacturer narrative:
On (B)(6) 2011, add'l info was received in the form of qa results without a lot number. Eval summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification results is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review had not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.